Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly, a remote report was received with an abnormal shock impedance. However, after investigation, it seem that this warning was dated 16 nov 2014. However, the defibrillator has been re-interrogated several times since this time and no issue was found. The physician want to know why the alert appeared?

Event description:
Reportedly, a remote report was received with an abnormal shock impedance. However, after investigation, it seem that this warning was dated 16 nov 2014. However, the defibrillator has been re-interrogated several times since this time and no issue was found. The physician want to know why the alert appeared?